Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced bleeding at their graft anastomosis during patient support. Bleeding was first seen when trimming the graft and the clamp was moved closer to the anastomosis to control the condition. Upon further observation of the bleed, the sutures were reinforced and pressure was held. The patient was given two units of packed red blood cells to counteract the blood loss. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the access site bleeding was anticoagulation management since act were 253 which cross the range of 160-180. This report is being filed as part of a retrospective review of historical records.